Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed. Available information suggests an slda was identified on the 1-month follow-up tte (transthoracic echocardiogram) in a pascal tricuspid case. Sldas most commonly arise from patient related, procedural, or imaging factors, or from a combination of these contributors. Therefore, the most likely cause of this event is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal in mitral procedure where core-lab reviewed the echo tte (transthoracic echocardiogram) images at 1 month follow-up and reported a post procedure slda (single leaflet device attachment). The device remains implanted. Mr (mitral regurgitation) post index procedure was mild. Mr after slda (single leaflet device attachment) was moderate. Final mr was severe. No patient injury has been reported. No reintervention or other action is planned.